Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. 7 days later, the consumer sought medical treatment for redness and swelling of the left ear. The consumer was placed on antibiotics. The infection became worse and the consumer was placed on home IV antibiotic therapy.